Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor error alarms. The customer's blood glucose was 10.2 mmol/l at the time of incident. The customer stated that the motor error alarm kept recurring. Troubleshooting did not occur. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. The motor passed motor test. The insulin pump was received with the currents within specifications. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.